Event description:
On (B)(6) 2011 additional information was received when the manufacturer's (B)(4) reported that (B)(6), the physician's nurse said that the office was never informed about the patient's death. They read about it in (B)(6) and don't know what happened to her.

Event description:
Additional information was received on (B)(6) 2011 when the vital records department reported that the patient's death certificate would not be sent to the manufacturer as a family member's consent must be obtained in order to obtain a copy of the death certificate. Since the patient's family member's consent is not available to the manufacturer, the patient's death certificate cannot be obtained. The manufacturer's consultant reported that she will be making attempts to the physician in order to obtain further information regarding the patient's death, but no further information has been received yet.

Event description:
Cause of death information obtained from the (B)(6) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2010 and the patient's cause of death was "drowning and submersion following fall into bathtub, other and unspecified convulsions," and "drowning and nonfatal submersion."

Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2011, a (B)(6) treating physician reported that the (B)(6) patient passed away. No further information was received regarding the patient's death. The patient's obituary was found which revealed that the patient passed away on (B)(6) 2010 in her step daughter's home. A request for the patient's death certificate has been sent to the state the patient passed away in, however, the death certificate has not been received to date. The physician has had to evacuate the city due to (B)(6); when the physician is back to his practice, good faith attempts for additional information will be made regarding the patient's death. When additional information is received, it will be reported.